Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reaching 576-577 mg/dl and a 2.1 mmol/l ketone level. Bg cause was not known. An infusion set site change was performed and manual injections were administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.